Event description:
The customer reported approximately 100 milliliters of fluid leaked from reagent probe a within the instrument while performing controls involving the unicel dxc 800 synchron system. The customer cleaned up the fluid with gauze pads and had on personal protective equipment (ppe) consisting of gloves and a laboratory coat. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed during the event; patient results were not impacted. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was declined as the customer resolved the issue by tightening the probe fitting. The instrument was returned to operation. (B)(4).